Event description:
The customer reported the probe drips 2 to 3 drops every morning after startup and the low 4c cell control is flagging the wbc result with an x flag on the coulter act diff 12 analyzer. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) noticed the fluid dripping from the rinse port on the probe wash block. The fse traced the problem back to the 3 way angar valve (lv10) not closing properly causing the probe to leak. The fse replaced the angar valve (lv10) to resolve the leak. (B)(4).